Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the gripper line was broken during preparation; if this were to reoccur in the anatomy, this may result in the broken portion of the line being left in the anatomy patient and/or the need for intervention. It was reported that during preparation of the clip delivery system, per the instructions for use, the gripper lever functionality was tested. The gripper lever was retracted until the blue marker was seen; however, it was observed that the gripper lever was not up (aligned to the shaft). The gripper line was inspected inside of the lever it was found that the gripper line was broken. The cds was not used in the anatomy. There was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information was provided regarding the gripper line issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported gripper line break resulting in gripper actuation issues was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported gripper actuation issue during preparation was due to the observed gripper line break. The cause for the gripper line break is attributed to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day report, the following information was provided: the reported gripper arm issue was observed during the second gripper lever retraction. The first attempt was successful. No additional information was provided.